Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. A patient controller communication error message displaying ¿cannot connect to generator. The generator is not responding¿ was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The device was recovered through abbott intervention. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the following an unrelated procedure wherein the patient's ipg was not placed into surgery mode the patient's ipg was no longer communicating with external devices. The patient met with an abbott field representative for troubleshooting wherein the patient's ipg was recovered, and therapy was restored.